Manufacturer narrative:
Exact date unknown, event occurred years ago.

Event description:
It was reported that the patient developed an infection around the ipg site. The patient underwent an ipg explant procedure. The explanted ipg was not returned as it was retained in the hospital. No further information has been obtained despite good faith efforts.